Event description:
The customer reported to olympus, the light source front panel light-emitting diode was blinking and lamp button was not working intermediately. The issue was found during preparation for use. The diagnostic gastroscopy procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty master turret and ss board. The device evaluation found there were hit marks on front panel and high function was not working intermittently due to faulty hinge unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d8. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, the root cause for both phenomena could not be identified. However, it is likely that the blinking of the front panel light-emitting diode was caused by a failure of the mesh turret and the circuit board, while no presumed cause was identified for the non-functioning lamp button. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation). Equipment kept in controlled temperature & humidity. Please use the olympus specified lamp md-631. Olympus will continue to monitor field performance for this device.